Manufacturer narrative:
Zoll has not received the autopulse platform (sn 21167) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the drive train motor brake assembly air gap was too narrow. Noticed that the drive train motor had corrosion at the brake housing area. The brake assembly was seized due to corrosion and contributed to the cause of system error and prevent the platform to perform compression. This type of corrosive damage is indicative of either infrequent daily checks and/or indicative of storing the device in a location with high ambient humidity. Based on the archive, the routine shift check of the platform was not performed every day. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data showed occurrence of system error, user advisory (ua) 139 (unable to hold compression position) error message around the reported complaint date, thus confirming the customer reported complaint. The brake gap was narrow and out of specification at 0.06". The brake gap was adjusted within the specification to address the reported system error. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). In addition, unrelated to the reported complaint, noticed that the encoder drive shaft does not rotate smoothly, and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch, likely attributed to normal wear and tear. Deburring of the clutch plate was performed to remedy the problem. During run-in test, the autopulse platform stopped compressions multiple times due to ua17 (max motor on time exceeded during active operation) error message, related to the reported complaint. The autopulse platform did not reach target depth within specification. It is caused by the defective brake assembly of the drive train motor. The drive train motor was replaced to address the ua17 error. The autopulse platform was manufactured in 2007 and is more than 12 years old, well beyond the expected service life of 5 years. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(6).